Manufacturer narrative:
Additional manufacturer narrative: additional investigation is underway. Additional information will be provided in a supplemental report.

Event description:
Edwards received information that during a mitral valve replacement procedure, the balloon of an intra-aortic occlusion device ruptured one and a half (1.5) hours into use. After loss of the aortic occlusion, the device required replacement. There was an unknown amount of blood loss during the catheter exchange. The patient was stable post-operatively. The surgeon was an experienced user of the device and the device was used per the IFU. Upon follow-up, it was reported that the aorta size was 3.8cm, the balloon inflation volume was 35cc and the initial balloon pressure was 248mmhg. While in use, the balloon did not require additional volume instillation prior to the balloon rupture. The loss of balloon integrity occurred while the surgeon was placing annular sutures in the posterior mitral leaflet around p2/p3. There was no calcification or other anatomical abnormality noted.

Manufacturer narrative:
Evaluation summary: the device was received for evaluation, and the reported condition of balloon rupture was confirmed. As received, the balloon was observed to be ruptured with the edges of the rupture site appearing to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found during the assessment of the device. The device history record (DHR) was reviewed and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not confirmed. It was reported that the rupture occurred while the surgeon was placing annular sutures in the posterior mitral leaflet around p2/p3. The root cause of the balloon rupture could not be determined. The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.